Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the identity and foreign object could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Cover the spray valve hole with your finger. Depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position. Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was poor air/water supply from the air/water flow system of the the evis lucera gastrointestinal videoscope. The issue was found during inspection for use for a therapeutic endoscopic submucosal dissection (esd) which was completed with similar device without delay. During evaluation, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, the air and water supply volume does not meet standard value. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to wear of the angle wire, the play of the "up/down" knob is out of standard value, the adhesive on the bending section cover had a crack, due to clogging of the nozzle, water removal ability does not meet standard value, the plastic distal end cover had a scratch and burn, the scope cover plate was unclear, the protector of the universal cord on the suction connector side had a scratch, the scope connector cover had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the suction cylinder was shaved, the switch box had a scratch, the scope cover had a scratch, the suction connector had a scratch, the universal cord had a scratch, the control unit had discoloration, the grip had a scratch, the control unit had a scratch, and the connecting tube had a dent and scratch additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.